Event description:
A malfunction alarm labeled as malf 16 was reported, and there was no adverse impact on the customer's blood glucose level. Tandem technical support determined that the pump was not resettable and decided to send a replacement pump. The customer was instructed to use multiple daily injections (mdi) to ensure uninterrupted insulin delivery until the replacement arrived. Additionally, the customer was informed that their replacement pump would come with the latest software. They were also guided on how to put the old pump into storage mode and instructed to return it to tandem using the provided return box and pre-paid label. The customer acknowledged these instructions, including the programming of their pump settings and connection of their cgm to the new pump, and was advised to complete the return within 10 days to avoid charges.